Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was receiving alarm noises and there was a "red x" on the insulin gauge. The customer's blood glucose level was not impacted as the pump was being used with saline at the time of the events. The customer declined further troubleshooting and assistance from tandem technical support.